Event description:
The reported event was as follows: at the end of a da vinci-assisted prostatectomy procedure, after all da vinci instruments had been removed, the surgeon was using a hand-held non-isi covidien bovie pencil to close port sites. As the surgeon activated the non-isi bovie pencil, a first degree severity burn was observed. The surgeon closed the port site like normal and applied skin ointment to the reddened area. No other medical intervention was required. The procedure completed and the patient was reported as doing well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).